Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump experienced keypad anomaly. It was reported that the act button was not working when customer attempted to bolus. Customer's blood glucose was 504 mg/dl. Customer was not on insulin pump therapy for one week due to being in the hospital for non-insulin pump related issues. Customer had neck surgery and had a stroke. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. All of the buttons are functioning properly and no damage was found on the keypad assembly. Inspected the connector on the lcd and no unlock keypad connector. The insulin pump had cracked reservoir tube lip.